Event description:
It was reported that during a photoselective vaporization of the prostate, a dot of red light could be observed on the fiber body. It looked like there was a fracture on the fiber body. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the alleged fiber tip break cannot be confirmed. The fiber did not reveal evidence of damage upon visual and functional analysis that could have contributed to the reported event. Although analysis identified the glass cap exhibited mild devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. DHR review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the returned fiber identified that the glass cap exhibited mild devitrification due to normal use. The metal cap did not exhibit charred detritus adhesion on its surface. There was no damage to the glass tip. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing conducted showed no signs of breakages along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber connector passed the connector segment verification test. Investigation conclusion: the alleged fiber break cannot be confirmed. The fiber did not reveal evidence of damage upon visual and functional analysis that would contribute to the reported event. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate, a dot of red light could be observed on the fiber body. It looked like there was a fracture on the fiber body. The procedure was completed with a second fiber without clinical consequences to the patient.